Event description:
It was reported that during a vats lobectomy procedure, the surgeon had made the first incision and there was some bleeders. The device was used to staple off bleeders. The clips started to scissor. The device was removed and tested and it was noticed that the jaws were not perfectly aligned. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/05/2009. Information anticipated, but unavailable at this time.